Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, target lesion was in the proximal, left anterior descending (lad) coronary artery of average tortuosity. A 3.5x32mm liberte' bare metal stent (bms) had been selected to treat the target lesion. During unpackaging and preparing the device, distal stent damage was noticed after the "stent cover" was removed. The procedure was completed with another 3.5x32mm liberte' bms. There were no patient complications reported with the patient's current condition listed as "fine".